Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 510 mg/dl. Customer changed out infusion set and administered a correction bolus to address bg. Reportedly the customer did not complete the air removal step during the loading process. Tandem technical support educated the customer regarding the loading process.